Manufacturer narrative:
Solta has assessed the event according to the applicable regulatory requirements and determined this event does not meet report submission criteria. The case is considered non-serious as it was reported there was no impact to the patient. The information provided does not suggest that this incident may have caused or contributed to a death, serious injury, or a serious deterioration in state of health. The device has not been made available for evaluation. The lot/device history review and trend analysis was considered acceptable and the product is performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is necessary at this time.

Event description:
Additional information was received from the customer. Due to a language barrier between the doctor and the field service engineer, the event was confirmed to have occurred as follows: the self-test failure occurred during surgery but caused a delay of less than 60 minutes. The surgery was successfully completed using normal liposuction with alternate equipment (not vaser liposuction using the reported device). Therefore, it has been confirmed that no adverse event occurred. The assessment has been changed to not serious and this event no longer meets reportability requirements.

Manufacturer narrative:
The device has not been returned for an evaluation. The investigation is ongoing.

Event description:
A user facility reported that the vaserlipo could not pass the self-test. The patient was under anesthesia and the surgery was aborted.